Event description:
New information received notes intermittent capture and decreasing r wave amplitudes were also observed on the right ventricular lead. The lead was capped (B)(6), 2020 and replaced. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net and high ventricular rate episodes were observed. Ventricular lead noise with multiple noise reversions and premature ventricular contractions (pvcs) were noted. The noise was previously known by the clinician and being monitored. The patient was brought into clinic. The noise could not be reproduced with isometric testing. There was suspicion of a lead insulation anomaly as impedance was low though other parameters demonstrated normal function. The patient experience pacemaker mediated tachycardia (pmt) during the session. Programming changes to increase output and resolve the pmts were made. The patient had no other symptoms before, during or after the visit.

Event description:
New information notes the patient presented for a routine check (B)(6) 2020 with shortness of breath and palpitations, ventricular impedance was still low and multiple noise reversion episodes were present. Noise was present in bipolar and unipolar mode. Lead revision was to be considered but was not confirmed by the physician. The patient was stable.